Event description:
Customer reported a secondary (antibiotic) infusion back flowed into the primary. Stated was able to reproduce backflow. Reporter connected a secondary to the primary and observed the secondary infusing into the primary bag. No pt harm reported and the pt received the medication without incident. No additional event details were available.

Manufacturer narrative:
(B) (4). (B) (4). The product was received. Investigation is not complete. A follow up report will be submitted with any new relevant info.